Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck is severely angulated 75 degrees. The iliac arteries had moderate tortuosity and mild calcification. It was reported that the final angiogram revealed a proximal type I endoleak (MFR report# 2953200-2011-01601) and this was attributed to the severe aortic neck angulation. The decision was made to repair the type I endoleak with an endurant aortic cuff; however the type I endoleak was not completely resolved. (MFR report# 2953200-2011-01602) the pt had no further treatment. No add'l clinical sequelae were reported, and the pt is fine. An internal review of the returned angio's at implant were limited only to ballooning portion of procedure. The endoleak could not be evaluated as no contrast images prior to and post-cuff implant were provided.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (severely angulated aortic neck), (aortic neck angulated 75 degrees). Conclusion: (severely angulated aortic neck), (aortic neck angulated 75 degrees).